Manufacturer narrative:
No product has been returned for investigation as product remains in-situ. No x-rays were provided to confirm the alleged event. Labeling review: potential adverse events and complications "...as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s); infection..." Patient education: "...the patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." Product remains in-situ.

Event description:
On (B)(6) 2017, a patient underwent an extreme lateral interbody fusion procedure at l3-l4 levels, a thoracic lumbar interbody fusion procedure at l4-l5 levels and percutaneous posterior fixation. Reportedly, patient experienced fevers post-surgery. On (B)(6) 2017, patient suffered a fall. On (B)(6) 2017, an x-ray film revealed a possible infection and a revision procedure was performed on (B)(6) 2017 where the incision was washed. It was reported during the revision procedure it was determined there was no infection, but hematomas developing locally at the screw head of the l3 and l4 levels. A removal of hematomas was performed.

Manufacturer narrative:
Received information indicating patient underwent a revision procedure to remove the precept screw system due to possible infection. The implants remained in-situ. It is unknown how the infection was treated at this time. Product remains in-situ.